Event description:
It was rpeorted that the pt underwent a 5 level posterior cervical fusion from c3-t1 using local bone with infuse bone graft supplemented with posterior fixation. On pod 4, the pt went to ER for complaints of bad sweating and pain in his neck and arms. No neuro deficit was noted. Approxiamtely 1.5 weeks post-op, pt had recurrence of sweating/pain in the neck and arms, but now complained that he "cpuldn't move." Neuro was intact. An MRI revealed a fluid collection in the posterior area, around grafts, displacing muscle but not compressing the cord. Approximately 1.5 weeks post op, pt underwent an irrigation procedure in which non-pressurized straw colored serous fluid was drained. Cultures of the fluid were negative. Pt's symptoms improved. Follow-up MRI's have shown that the area is totally decompressed, with minimal fluid outside of the dura in the central area, but no compression, and mo lateral fluid collection. Although it is unk if the implants or infuse bone graft contributed to the reported event, we are filling this MDR for notification purposes.